Event description:
During surgery, the surgeon was pounding the tool hard with a mallot because pt was very large. The instrument broke 3/4 down the shaft. There was no report of intervention required. The pt was not injured and there was no extension of surgery time reported.

Manufacturer narrative:
Product is an instrument and is not implanted. Investigation is pending.